Event description:
Pt meter was reding blood as control, had missing readings, reading inaccurately low and erratic. No symptoms were reported at the time of concern. No medical care was sought from a health care professional. There was no evidence that the meter contributed to a serious injury. As explained in the owner's manual, the word control would appear after a blood test, if the blood sample was too small, smeared, and another drop was added after the test began. The customer service rep walked pt through resolving the issue, however, the meter would prompts a reading followd by the word "control". The pt also reported missing readings, however, they did not explain which readings were missing. The meter was also reported as reding inaccurately low. Pt did not report any symptoms at the time of concern. Pt could not recall the low results, however, the meter did prompt "do you need a snack" message. The pt reported the meter also reding erratically. The pt reported blood glucose results of "117mg/dl" and "151mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt reported cleaning themeter infrequently and did not have any quality control supplies. All issues were unresolved through troubleshooting. The customer service rep replaced the meter.